Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of log file showed no communication to the host pc. The fse replaced the flexvision pc,coa. After replacement of the flexvision pc,coa, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.